Event description:
The physician successfully placed a stent and detached ten coils in the right internal carotid artery (ica) unruptured wide neck aneurysm. As the eleventh coil (the subject device) was being repositioned the coil prematurely detached. There was part of the coil within the aneurysm and the remainder protruded into the parent artery. The procedure was aborted. The patient was reportedly in a stable condition and three days post procedure was discharged home.

Manufacturer narrative:
(B)(4) (no code available): for coil protrusion. The code has been requested.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is most likely that excessive maneuvering and repositioning of the coil during the procedure have resulted in the premature detachment and protrusion. Therefore, a root cause of operational context has been assigned to the reported event, as the procedural issues encountered by the user limited the performance of the product.

Event description:
The physician successfully placed a stent and detached ten coils in the right internal carotid artery (ica) unruptured wide neck aneurysm. As the eleventh coil (the subject device) was being repositioned the coil prematurely detached. There was part of the coil within the aneurysm and the remainder protruded into the parent artery. The procedure was aborted. The patient was reportedly in a stable condition and three days post procedure was discharged home.